Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a faulty associated limb lead cable. The cable was scrapped and the customer received a replacement. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an (B)(6) female patient, the device was unable to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.